Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening curved on radius and white calcification like leak test and microscopic analysis was performed which identified: striated opening on radius and striated opening on fill channel. Based on the device analysis the final assessment is: a striated opening on fill channel due to surgical damage consist in the use of some surgical tool and a striated opening on radius due to surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.